Event description:
The customer reported that the unit locks up when they hit the charge button during operational check.

Manufacturer narrative:
(B)(4). The customer reported that the unit locks up when they hit the charge button during operational check. The device was evaluated at philips. The symptom was verified. Replacing the processor pca resolved the issue.